Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced periods of low flows of 2.22-2.5 lmp. A computed tomography was performed and found a possible obstruction. A ramp test was also performed and the pump flows and pulsatility index values did not respond much to the speed adjustment. The left ventricle dimension also did not change.

Event description:
It was reported that the patient experienced periods of low flows around 2.2-2.5 liters per minute (lpm). The patient reportedly felt well other than the low flows. A computed tomography (CT) scan revealed a possible obstruction; however, there was too much artifact to determine the position of the occlusion. The patient underwent a ramp study during which time, pump flow and pulsatility index (pi) values did not respond as expected for a large increase in pump speed, and the patient's left ventricular (lv) dimension did not change. The account was concerned for outflow graft obstruction. It was also communicated that a specific cause for the low flow events was not confirmed, but the patient¿s international normalized ratio (inr) threshold was increased, and normal flow values were able to be maintained.

Manufacturer narrative:
Correction: g3 - date received by manufacturer of the initial report should be corrected to jan 31, 2024. Manufacturer's investigation conclusion: the suspected outflow graft obstruction could not be confirmed through the evaluation of the submitted video. Additionally, the reported low flow alarms were confirmed through the evaluation of the submitted log files; however, a specific cause for these events and a direct correlation between the alarms and the suspected outflow graft obstruction could not be conclusively determined through this evaluation. The controller event log file contained events from 22jan2024 through 31jan2024. Transient low flow alarms were captured on 28jan2024 and 29jan2024. No other notable events or alarms were observed, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.